Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately thirty minutes into the treatment. The leak was coming from the red connector hub on the arterial side of the combiset, where the heparin line attaches. The heparin line did not disconnect or separate, but the cm stated the connection seemed loose. There were no alarms from the machine. There were no leaks noted during the prime, and there were no changes or disruptions in pressure that could have caused the leak. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately thirty minutes into the treatment. The leak was coming from the red connector hub on the arterial side of the combiset, where the heparin line attaches. The heparin line did not disconnect or separate, but the cm stated the connection seemed loose. There were no alarms from the machine. There were no leaks noted during the prime, and there were no changes or disruptions in pressure that could have caused the leak. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.